Event description:
Intra-op issue involving a dia.16mm smr trial stem occurred on (B)(6) 2016: the surgeon and scrub nurse attempted multiple times to attach the trial stem to the guide for the conical reamer. It was not possible to connect and tighten the two devices, which remained loose. At the end, the surgeon had to use a 15mm trial stem instead of 16mm trial stem, in order to perform a precise reaming for the humeral body. A cemented definitive stem was then implanted. Prolongation of surgical time due to the issue: 10 minutes. No reported consequences for the patient. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot # of dia.16mm trial stem involved (2014aa322) did not show any anomalies on the (B)(4) pieces manufactured with this lot#. No other intra-op issues were reported on this lot#. We received the trial stem involved. The cause for the intra-op issue reported is the partial shifting of one of the 2 pins which are welded on the male taper of the trial stem; the male taper of the trial stem is to be connected to the guide for the conical reamer. The partial shifting of one pin (due to welding failure of the pin) caused the impossibility to properly connect the trial stem to the guide for conical reamer. This lot# is available on the market since december 2014, the number of uses of the trial stem involved is unknown. (B)(4). As an improvement, limacorporate introduced on the market a new design of smr trial stems, with new coupling mechanism between the trial stems and the guide for conical reamer. In the new design, the pins are no more present on the trial stem, therefore there is no possibility that a similar issue occurs with the new design of trial stems. Limacorporate will keep monitored the market to confirm the effectiveness of the design improvement.

Manufacturer narrative:
The check of the DHR of the lot number involved (lot #2014aa322) did not show any anomalies on the (B)(4) pieces manufactured with this lot number. We will submit a final MDR once our investigation is concluded.

Event description:
Intra-op issue involving a smr trial stem: the surgeon and scrub nurse attempted multiple times to attach the trial stem to the humeral body. It was not possible to connect and tighten the two devices, which remained loose. The surgeon had to use a 15mm stem instead of 16mm stem. Before this issue occurred, during the same surgery, it was possible to engage the trial stem to the guide for conical reamer with no issue. Event occurred in (B)(6).